Event description:
It was reported that during a laparoscopic reimplant ureteral procedure, in the dissection the tip of the clip was broken. Another device was used to complete the case. There were no adverse consequences to the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.